Manufacturer narrative:
It was reported that the patient has pain. A procedure was performed to scope the patient's knee. A revision surgery to exchange the poly inserts and tibial tray may be required if the patient still has pain following the scope procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient has pain. A procedure was performed to scope the patient's knee. A revision surgery to exchange the poly inserts and tibial tray may be required if the patient still has pain following the scope procedure.